Manufacturer narrative:
The product was not received yet by the manufacturer. Therefore, product inspection is not yet available. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation is in progress and waiting for product return to have final conclusion for this case .

Event description:
Avenue-l: anchoring plate "deploiement" issue. The reporter attended a triple installation of avenue l cages at (B)(6). After performing a test with the 17x35 h8 test trials at 6 ° in l4l5, the surgeon decided to place the same size of implant as the trial. The cage was properly installed on the implant holder. The patient had already a posterior osteosynthesis system with screws implanted, so the surgeon had doubts about a possible conflict between the anchoring plate and the screw of the already implanted system. He implanted the first "anchroning" plate , and judged according to the implant holder markers that the anchoring plate was "completly" inserted. Yet while impacting the second anchoring plate, it hit the first anchoring plate because it was not fully inserted. The surgeon tried to remove the anchoring plates that got stuck but never managed to do so. Therefore, he decided to remove the whole system (cage + anchoring plates). A new cage and anchoring plate were used. However, for this time the surgeon impacted only the upper anchoring plate and not the both of them. The rest of the surgery went well. According to the reporter , no further incident on the patient and surgery was delayed more then 60 min.

Event description:
Avenue-l : placement issue. No patient impact . Surgery was completed with another device without further issue . Product were not returned for examination .

Manufacturer narrative:
The product was not returned to the manufacturer for examination. The review of the device history records and traceability , show no evidence on a device issue that may have impacted this event. Based on the available informations ,on the review of the device history records , the recurrence of this event and the analysis of the event by the product range manager shows that the issue is related to mishandling during anchoring plates insertion due to conflict with other device. Indeed, as recommended in the surgical techniques , the starter awl is used to prepare the anchoring plate pathway , during the use of the starter awl ( insertion with a series of 3 to 4 impactions) the surgeon may have identified the conflict . And as mentioned in the surgical technique , if any resistance is felt , immediately stop the insertion and take an x-ray ( case of contact with other hardware) in this case reposition the cage in the intersomatic space to avoid any interference. Based on the description , the surgeon did not use the starter awl , in addition he did not entirely impacted the first anchoring plate which prevent the impaction of the second one. The investigation found no evidence on a device issue. If the product was returned for examination , and it analysis add a value on this investigation another report will be sent.